Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead lost slack due to dislodgement of the rv lead. Surgical intervention was performed to add slack to this lead. No additional adverse patient effects were reported.